Manufacturer narrative:
Quality assurance evaluation: batch d75808b - the plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified in this review of batch records, review of release testing data or inspection of retained samples. Retained samples meet the product description and the product is in date. After a review of the batch thermal records, thermal results all met product release criteria.

Event description:
Burns 2nd to 3rd degree [burns third degree], burns 2nd to 3rd degree [burns second degree]. Case description: additional information was received from the pharmacist which upgraded the case to medically important and updated patient information, product indication, event details and outcome. Treatment information, concomitant medications and medical history were also provided. Initial information was received from a pharmacist in (B)(6) regarding a female consumer of unknown age who used a thermacare neck shoulder and wrist (12 hour) heatwrap transdermally for an unknown indication. At an unknown time, the patient developed burns. The outcome of the event was unknown. On 28-jul-2010, follow-up information was received from the pharmacist which confirmed that the patient was a (B)(6) female, who used thermacare for back pain. The patient had applied thermacare heatwraps very often in the past. The patch was applied correctly as usual. On (B)(6)-2010, the patient experienced 2nd (burns second degree/burns second degree) to 3rd degree burns (burns third degree/burns third degree) on her back. She visited the pharmacy that day. The burns were 5cm in diameter at two sites. The pharmacist indicated that the patient required intervention which included aspirin, burn and wound gel and hydrocolloid dressing. Surgical intervention, such as debridement, was not required. The pharmacist was unable to determine if the patient would experience long-term sequelae such as scarring. The patient has recovered. On 05-aug-2010, quality assurance results were received which indicated that the plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified in this review of batch records, review of release testing data or inspection of retained samples. Retained samples meet the product description and the product is in date. After a review of the batch thermal records, thermal results all met product release criteria. Medical history included back pain and concomitant medication included medication for blood pressure. No other information was provided.